Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device won't turn on / off. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front case w/ keypad for no power on / off. Performed pm. A review of the device history record for sn (B)(6) was performed from date of manufacture 01/15/2019 to the present date 01/13/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the assy fr case with keypad 8015 m2. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #¿s noted for the following parts replaced that have an already existing CAPA. CAPA #: 1120033 for pcu unresponsive keys.

Event description:
The customer reported the device won't turn on / off. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 15jan2019 to the present date 13jan2021 and confirmed that this device was not previously returned for servicing.

Event description:
The customer reported the device won't turn on / off. There was no patient involvement.